Manufacturer narrative:
H10: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. Refer to report ID: 2015691-2024-00395 for additional events within the same article. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of structural valve deterioration could not be confirmed by product evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including the patient's age at implant and valve implant position, in addition to a combined effect of the abnormal rv haemodynamics due to ebstein anomaly, history of the atrial fibrillation leading to higher risk of thrombosis, and possible subclinical endocarditis may have attributed to thrombosis formation and thus the rapid deterioration of the surgical bioprothesis, as reported in the article.

Event description:
Through review of medical article "long-term outcome of simultaneous transcatheter pulmonary and tricuspid valve-in-valve implantation in ebstein malformation with pulmonary insufficiency" the following event was identified as pertaining to an edwards device: this 36-year-old patient with a 29mm edwards magna mitral valve implanted in the tricuspid position underwent valve-in-valve procedure after an implant duration of approximately eight (8) years due to degeneration leading to regurgitation. Baseline hemodynamics preprocedural showed a gradient of 15 mmhg across the bioprosthetic valve. Reportedly, valve degeneration with severe intrinsic regurgitation and malcoaptation was seen on tee after approximately three (3) years after implantation. The following year the patient started developing nyha class iii symptoms with ascites and lower limb oedema. A transcatheter heart valve was successfully implanted within the surgical device. After procedure, hemodynamics showed a mean gradient of 1 across the pulmonary prostheses.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this article. Refer to medwatch 41840 for additional events within the same article. The subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown; however, the article was received for publication on 28th of december 2022. Therefore, the date the article was received for publication was used as the occurrence date. Article citation: al nasef m, saleem I, salim a, atiyah m, al najashi ks. Long-term outcome of simultaneous transcatheter pulmonary and tricuspid valve-in-valve implantation in ebstein malformation with pulmonary insufficiency. Cjc pediatr congenit heart dis. 2023 mar 14;2(4):206-209. Doi: 10.1016/j.cjcpc.2023.03.003. Pmid: 37969859; pmcid: pmc10642148. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.